Event description:
Customer medwatch report: infusion pump was set to infuse at rate of 2 ml/hr to deliver 48 ml in 24 hours. Infusion started at 12:30 pm and at 23:15, there was a fluid side occlusion, 100 ml bag of intralipids was empty. Performance tested unit for rate and volume accuracy. Pump is operating according to the MFR's specs and was returned to svc. No info was provided on volume of fluid in bag at the time the 48 ml was programmed. Risk mgr contacted by phone two times without response. Biomed called and reported device was tested for rate and volume accuracy and functioned within MFR's specs. Pump was returned to use. Biomed stated device is no longer available for investigation as it was traded in due to conversion to new alaris infusion sys.

Manufacturer narrative:
Pt info requested and all available info is included.